Event description:
Customer reported adhesive issues with his sensors. Customer's blood glucose was 99 mg/dl. The customer also reported his blood glucose declined to 40 mg/dl. The customer was treated with a glucagon shot for his blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.